Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture: battery compartment) issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. A leak test showed a leak in the compartment. The pump was opened and there was moisture/corrosion on internal components of the pump. Unrelated to the complaint, investigation revealed that the display was dim,and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.